Event description:
The customer reported that the needle pulled off of the suture while arming the needle holder prior to use on the pt during a coronary artery bypass graft procedure. There was no adverse consequence to the pt, the surgeon used another suture to complete the procedure.